Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that the device had moved "from a horizontal position to a vertical position". It was further reported that the patient felt pain near or around the implant site. The icm remains in use. No further patient complications have been reported as a result of this event.